Event description:
Implant removed, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. The patient brought an implant retained bridge (placed by another dentist) and the dentist could not remove the broken screw. The implant was removed and replaced with another implant.